Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported concerns of hypoglycemia, with a low bg of 52 mg/dl. The user had meal announced at 63 mg/dl and was advised not to announce meals when already below range. Bg was corrected with food and normalized by the end of the call. The user reported a headache as a symptom. No medical intervention was required.